Manufacturer narrative:
The subject meter, usb cord and ac adapter have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging "does not turn on." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (03/06/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings:the meter passed testing and functioned properly; no faults were found. The usb cable and adapter were tested with the reference meter and no issues were found on either products. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.